Manufacturer narrative:
B3: unknown; no information has been provided to date.investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the downstream occlusion seal was bubbled and cracked. Per reporter, this event occurred during testing. There was no patient involvement. No harm/adverse event was reported.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed a bubbled downstream occlusion (dso) seal and cracked. There was no applicable evidence to review in the event history log. Functional testing was able to replicate the reported issue. The root cause was determined to be the dso seal bubbled and cracked. The dso seal was replaced. Service history review identified that there was no indication that the complaint was related to a service of the device within the review period.